Manufacturer narrative:
The investigation has been completed since the original report was filed. The device was returned for investigation and was tested upon return. Data logs confirmed the failure mode. Visual inspection found a crack in the yellow luer of pss. No leak was found from yellow luer under leak test. Pump ran without issue under bench test with pp/pf in normal range. The root cause of the purge leak was most likely due to a crack in the yellow luer. This occurred after 34 days of run time, which was well beyond the design life of 28 days.

Manufacturer narrative:
The impella device was received from the customer and the investigation of it is ongoing a this time. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male noted as high risk percutaneous cardiac intervention was implanted with an impella 5.0 device for mechanical circulatory support. The 5.0 support was ongoing when on day 34 of the support there was a purge leak noted a the extension line. The pump leak prompted the team to replace the pump. The team replaced the 5.0 with a 5.5 pump. Care was escalated.